Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical (B)(4); the malfunction was observed and the electrode pads were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.